Event description:
It was reported that charging cable for tandem device was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was advised that damaged charging supplies would be replaced and new supplies would be shipped with two-day delivery.